Manufacturer narrative:
This investigation is relegated to amds5540-de, lot number: c2458714d with the allegation of increase in infection parameters. The lot history records for c2458714d (finished goods) and c2458588a, c2458536d (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. A complaint was reported to field assurance by an artivion project manager on 03sep2025 associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. The patient is a 51-year-old male who had an amds-55-40 (lot #: c2458714d) implanted on (B)(6) 2020 at (B)(6). Adverse event # 5 reported a miscellaneous event described as ¿increase in infection parameters suspected to pulmonary focus, therapy with vancomycin, piperacillin/tazobactum¿ with an onset date of 10jan2020 (two days post-op) and an end date of (B)(6) 2020. The event was deemed ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serios adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿ and was not expected. The patient was already in the hospital and medical treatment was provided and the event outcome was resolved. The patient did not exit the study as a result of this event. Additional information from the protect database relayed treatment for the event was administration of vancomycin, piperacillin/tazobactum. A pre-operative CT of chest, abdomen and pelvis was completed on (B)(6) 2020. During the implant of the amds no additional procedures were performed. No fluoroscopy or guidewire was used. No difficulties deploying the device. A CT of the chest, abdomen and pelvis was performed on (B)(6) 2020. This CT was reviewed by core lab on (B)(6) 2024. Core lab noted evidence of communication between the true and false lumen found in zone 0-6, zone 9 and innominate artery. No evidence of distal anastomotic new entry (dane) tears or distal stent-induced new entry (d-sine) tear. The dissection occupies zones 0-9, left and right of zone 10 along with left and right of zone 11. Attempts to obtain additional information have gone unmet. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿infection (e.g. Local, systemic, prosthesis) or fever¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Hde number: h230007 this investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received the protect patient experienced increase in infection parameters on (B)(6) 2020. Per the adverse event report form this is (s) ae# 5. The amds was implanted on (B)(6) 2020. The event began on 10jan2020 and ended on 02feb2020. The event was not expected. The event is unlikely related to the amds device and unlikely related to the implant procedure of the amds. A pre-existing condition or acute disease did not cause or contribute to the event. The event did lead to a serious deterioration in health in the form of medical or surgical intervention to prevent impairment of a body structure or function. Medical treatment was provided. This investigation is relegated to amds5540-de, lot number: c2458714d with the allegation of increase in infection parameters.